Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen, bupivacaine, and morphine intrathecal therapy via an implanted pump. The concentration, doses, and baclofen lot number was unknown. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient's catheter was damaged (cut/nicked/sliced) during a hardware removal surgery and the catheter event was confirmed. The patient had no symptoms. The representative was calling from the surgery to remove the "hardware" from the patient. It was also discovered that the patient had an infection around the hardware. The physician ended up cutting the compromised section of the catheter out and connecting the remainder using a connector pin from the revision kit. They performed a dye study when the hcp was finished and the catheter was patent. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a consumer indicated the patient had surgery on (B)(6) 2015 and had all the hardware removed from his spine and his catheter replaced. The patient was doing fine other than not being able to get a refill while he was in the nursing home. No one seemed to know what was going on, but his managing healthcare provider (hcp) was finally able to get him transported to the office for a refill. If additional information is received, a follow up report will be sent.